Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The caller stated that she was vomiting prior to her admission. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting them. However, the basal rates and bolus wizard settings were correct. Reviewed the alarm history and found motor error and battery alarms. The drive support cap appears normal. Advised the customer to run a manual prime test and the insulin did exit. The customer mentioned having an x-ray while wearing the insulin pump. After receiving the tubing clamp the high pressure test was performed and passed. It was stated that the tests strips were expired and the customer had checked the readings with those strips. Her last blood glucose reading was 140mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.